Event description:
The distributor reports that a physician performed surgery with implantation of the crystalens. Postoperatively, the pt presented with unwanted aberrations. The physician explanted the lens and replaced it with a different lens model. Additional info has been requested from the physician. The event is considered reportable on the basis of unk cause.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.